Event description:
It was reported that the patient presented to a procedure for a routine pacemaker change-out. It was noted during the procedure that the atrial screw in the pacemaker could not be loosened. An attempt to open the header and push out the lead was made but this was not possible so a decision was made to cut the lead. The complaint was only on the pacemaker header set screw and not the lead. There were no patient consequences.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The blood came through holes punched through the septum by the torque wrench at time of implant.